Manufacturer narrative:
(B)(4) date sent to the FDA: 06/29/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you provide any patient specific information (initials, date of procedure) what tissue was the suture used on? What was the condition of the tissue (weak, diseased, healthy)? How was the suture placed (interrupted or continuous)? What post operative date did the patient present with symptoms? What were the patient symptoms? What is the surgeon opinion regarding the causative factors to the symptoms? Was any intervention indicated for the bleeding or the pain? How long did the patient experience pain post op? What is the current condition of the patient?

Event description:
It was reported in a journal article that the patient underwent a vaginal hysterectomy procedure on unknown date and the suture was used for additional vault support by sacrospinous fixation due to complete procidentia. During the first year follow up, the patient possibly experienced recurrent apical prolapse and underwent a laparoscopic sacrocolpopexy or booked to have the operation. It was also reported that the patient possibly experienced blood loss and lower -postoperative pain. It was possible that the patient without postmenopausal bleeding was found to have a coincidental stage 1a mucinous endometrial carcinoma. Additional information has been requested.